Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Ten years, nine months and seventeen days post filter deployment, it was alleged that the filter struts had perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Seven CT images were reviewed. The computed tomography scan demonstrates an inferior vena cava filter in the inferior vena cava at an infrarenal location. The first image is a cross section with some struts appearing outside the vena cava wall. This is the same for the second image. The third shows an infra-renal placement with a filling defect at the tip of the filter. The fourth show evidence of struts outside the vena cava as to the remaining 3 images. The final two also indicate a filling defect at the tip. There is minimal tilt to the filter. Medical records were provided and reviewed. Ten years, nine months and seventeen days post filter deployment, computed tomography scan of abdomen without intravenous contrast showed multiple filter strut perforation with one into an abdominal aorta. Therefore, the investigation is confirmed for the reported perforation of caval wall and identified obstruction of flow. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Ten years, nine months and seventeen days post filter deployment, it was alleged that the filter struts had perforated. The device has not been removed and there were no reported attempts made to retrieve the filter.there was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2012). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.